Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening possibly due to user error, using implants that were too short. Implant part number, lot number, manufacturing date, expiration date and gtin: 1st (cranial): ifuse implant, p/n 7050-100, lot#: unknown, gtin (B)(4), 2nd (middle): ifuse implant, p/n 7050-100, lot#: unknown, gtin (B)(4), 3rd (caudal): ifuse implant, p/n 7045-100, lot#: unknown, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had si joint pain relief for over a year before complaining of a recurrence of si joint pain symptoms. The surgeon thought that the implants were loose in the sacrum. In (B)(6) 2020, the surgeon performed a revision procedure where he removed all the initial implants using chisels. He then installed three wider/longer implants of the same type into the explant voids. The status of the patient following the revision procedure is not known.